Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted the right atrial lead exhibited low pacing impedance and a decrease in p wave amplitude. Programming changes were made. The patient was stable and would continue to be monitored.

Event description:
New information received noted that the right atrial (ra) lead exhibited low pacing impedance. Also, the ra lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was stable and would continue to be monitored.